Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5187716.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited high defibrillation impedance, inappropriate shock due to incorrect interpretation of signal. Lead evaluation was recommended. No adverse patient consequences were reported.